Manufacturer narrative:
The actual device was not available; however, a companion of the sample was provided for evaluation. A visual inspection was performed with the naked eye with no issues noted. Leak testing, clear passage, clamp function, and device testing was performed with no issues. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had leaked. The event occurred during priming while the patient was connected. The home patient stated that the leak was from the connection between the patient line and the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.